Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor blew up on a stormy day. The patient called the doctor to get a monitor replacement but did not get any response. It was further reported that "the remote monitor just blew up, had a sizzling thing and it just blew up". The monitor status is unknown. No patient complications have been reported as a result of this event.